Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2012. Us patient insisted that it causes so much mental turmoil and wants the lead removed because she is always worried about the lead shocking her inappropriately or not delivering a shock if a true episode happened. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).